Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic event with a blood glucose of 60 mg/dl while using a libre 3 plus sensor and treated with oral glucose tablets, after which fingerstick values rose to 76 mg/dl and then 89 mg/dl. Symptoms included feeling hot and jittery. Outcomes included resolution of hypoglycemia at home without emergency care or hospitalization. Investigation included real-time troubleshooting and education on hypoglycemia treatment and monitoring to confirm glucose recovery. Investigation of this case revealed no device malfunction or component issue, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.